Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a firmware error. No additional patient or event information is available. The receiver was returned for evaluation. A visual inspection was performed and the universal serial bus (usb) interface is damaged. A review of the downloaded data log observed firmware errors. The reported event of a firmware error was confirmed. A root cause could not be determined.